Event description:
It was reported to medtronic neurosurgery that the device has explanted and found to be leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.